Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a blood glucose level of 66 mg/dl. Customer stated a low of 40 mg/dl does not affect her. During troubleshooting blood glucose was 68 mg/dl and treated with food. Auto mode feature was active and automatically delivering insulin at the time of the event. Blood glucose was 183 mg/dl when customer was contacted after the call was disconnected. The insulin pump was not replaced or returned for analysis.